Event description:
It was reported the patient was unable to recharge. Battery was implanted deep and patient was unable to attain more than 1 to 2 bars on recharger. Patient had the battery repositioned to a more superficial depth. Once new pocket was made, there were 6 out of 8 bars while the battery was in the new pocket. There were no patient symptoms or injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no significant anomalies found. According to the trace report obtained from the ins, the total recharge count prior to receipt in the analysis lab was 14. There were 3 recharge sessions on the day device was explanted, (B)(6) 2012. In the first session the device was recharged for 58 minutes and the battery charged from 3.815v to 3.830v. The 2 charges following lasted less than one minute each. On (B)(6) 2012 the battery was charged for 30 minutes to 4.005v, and on (B)(6) 2012 for 5 hours 37 minutes from 3.565v to 3.990v. The device has gone into lock mode once and that was on (B)(6) 2013. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 5hrs 26 min. The ins charged from 3.435 to 4.070v with 100% coupling. Correction note: 'intervention required' was missed on original submitted report.